Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose level in the mid 200's (mg/dl). The customer administered a manual injection. The customer declined to perform a system check with tandem technical support.